Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Drive/motor was inspected and no loose motor piston noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has damage to the reservoir compartment and the piston was loose. The customer was hospitalized on (B)(6) 2017 for diabetic ketoacidosis. There were no known events prior to hospitalization, the customer just feels it is the pump's fault. The insulin pump is returning.